Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with x-ray sponge. The customer stated the x-ray detectable strips in the x-ray gauze separated from the gauze and were loose in the surgical site. No injury reported. Clinical data has been requested due to the nature of the issue and the customer reported four documented attempts were made to obtain the clinical data and there has been no response. The customer reported that the kit was an eent pack and therefore would be used for an eye, ear, nose, or throat procedure.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded. Product monitoring contacted the customer requesting add'l info. Attempts were made to retrieve add'l info; however, the customer reports no other info of the event is available.